Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation. It was reported that during the preparation of twotriclip delivery systems (tcds), bubbles was observed coming out of the system while holding the distal end higher than the proximal of the tcds and translating the handle in a slow movement. It was noted that once the distal end was the same level as the proximal, bubbles stopped appearing. One of the devices was implanted. The second clip was not implanted due to difficult imaging and unable to achieve a safe grasp. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and returned device analysis, the cause of the reported difficult to flush was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.